Event description:
Revision surgery - due to patient fell and reopened her initial wound, cleaned and flushed the wound, exchanged the poly for extra infection prevention.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-01560; 341-12-708, s808 - infection, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.